Event description:
It was reported to medtronic neurosurgery that there was a 3-way stopcock disconnection on the becker ii edms and that it was leaking. It was also reported that there was no patient injury.

Manufacturer narrative:
The returned product was patent and met requirements for the leakage test. Therefore the condition of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted within the product. Additionally, all stopcocks on the device were securely attached to the patient line. A review of the manufacturing records showed no anomalies. (B)(4).